Event description:
Pt #1. The pt complained of cramping and began to vomit, with disorientation and hypotension ensuing. Clinic staff administered 1500 ml normal saline. The pt then complained of numbness and tingling in the hands and arms. An EKG was unremarkable. The pt was transported to the ER via ambulance in a disoriented state.